Manufacturer narrative:
Concomitant medical products: product ID: 978b128, serial/lot#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that since getting home from implant surgery yesterday, the pt was having terrible, stabbing, burning pain. The pt reported they were feeling this pain in the middle of the pt's lower back at the incision site. The pt stated they were not sure if this incision site was where the lead or the ins is located, as the pt stated they weren't told where the ins is located. Pt stated they weren't having any pain when pt left hospital and stated they think this was because they were still numb. The pt stated they were not sure if therapy was set. Patient services walked pt through trying to check therapy status on call and the pt connected communicator with handset, but pt did not know where to place communicator as pt doesn't know where implant is located. The pt had a call into hcp office to inquire about location of ins. The pt stated they think ins is "in my back" and stated they have three incisions close together in lower back area. Pt expressed dissatisfaction about n ot receiving education on where ins is located. The pt reported the spot that hurts is more in spine area. The pt reported that the incision that feels the "hardest" was where pt's previous ins was located. The pt was not sure if new implant was put in the previous ins pocket. The pt would call patient services back after speaking with the hcp to determine where the ins was located for education on how to connect with ins. The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from the patient. They reported that the MRI center was stating they could not do the MRI and did not know why. MRI guidelines were requested, and the phone number for the MRI center was provided if needed. The patient stated they wanted them to have a computed tomography (CT) myelogram instead, but the patient did not want to have that again. They needed to have surgery on their implant because "the battery never fell into the pocket," so their system was not working. They also stated they may need to fix the lead too. The event date was provided as the date of implant when the patient got home from surgery. They spoke to their doctor and saw their doctor three weeks after the date of implant (doi), and were told it might take some time for the implant to fall into the pocket. The same pocket was used from the previous implant.